Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon complained that the patella drill guide was not clicking onto the patella clamp properly so that it was falling off when he was trying to clamp the drill guide onto the resected patella. There was no delay in the case as the surgeon decided to use the trial handle instead of the clamp. No adverse event.

Manufacturer narrative:
The device associated with this report was not returned. The product development team is aware of this complaint and has a new design to replace the ball plunger with a leaf-spring and increase lateral pressurization. This will create a stronger connection between the patella clamp and modular pieces along with a more even distribution of pressure moving forward. The enhanced attune patella drill clamp will be distributed under product code 254501055. Co 103089400 was approved on november 25, 2014. New design is now available. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.